Manufacturer narrative:
Returned for evaluation was a trè-sheath and fiber. The fiber was advanced through the trè-sheath and luers locked. A visual review noted that the gold tip of the fiber was exposed at the distal end of the tre-sheath. The black tip of the tre-sheath was missing and the material near the fracture site appears melted. During the device evaluation it was noted the fiber lock was sliding freely along the shaft of the fiber. The customer's reported complaint description of the sheath fracturing off inside the patient is confirmed. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. The most likely root cause to this event is that the manufacturing operators failed to perform the 100% visual inspection for the presence of glue after the application process. The fiber was not correctly oriented to the trè-sheath because the fitting was not adequately bonded to the fiber shaft. This causes the fitting to slide along the shaft, inhibiting correct sheath-locking positioning. The sheath fractured due to the heat emitted from the fiber tip during treatment. The departments responsible for bonding the fitting to the venacure fiber has been made aware of this complaint and a retraining was conducted. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no report of complications or device malfunction. When withdrawing the fiber from the tre-sheath at the close of the procedure, it was noted the tip of the tre-sheath appeared to be burnt. An initial ultrasound did not reveal any piece remaining inside of the patient. In a follow up appointment, it was confirmed that a piece of the burnt sheath had remained inside of the patient. The treating physician successfully removed the remaining piece at that time in-office. It was reported the patient suffered no permanent harm or injury due to the event. The disposable device has been returned to the manufacturer for a device evaluation.